Event description:
It was reported that just before the implant procedure, the fixing screw was tested using the turning tool and was found not to extend the screw after several attempts. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned.